Manufacturer narrative:
The initial MDR 2112667-2018-01232 was filed in error.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the mylar flap of the expiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was leaking and not delivering the set tidal volume. There was no report of patient involvement.